Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1m3s5, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4). Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the device was not working and the doctor believed the lead was not close enough to the nerve. This started about 4 months after the device was implanted. Because of this the system was replaced. In october, everything was supposed to have been removed. The patient was in the emergency room and had a CT scan which showed a lead was still implanted. The patient said the device was removed because not long after it was implanted the device was "causing so much pain". The patient said the doctor did not think they put the lead where it should be. The patient then got pregnant so they had to wait to have the device removed.